Manufacturer narrative:
The investigation revealed the following: the instrument logs were analyzed by the lbs engineer, quality assurance & regulatory affairs and no instrument error was detected during the processing steps that could conceivably be linked to the damaged tissues. The incident was user related due to an application issue, respectively the usage of contaminated reagents. Based on the investigation results, leica biosystems have recommended, that the field service engineer assist at the affected customer site in replacing all reagents and waxes, and that the instrument be deeply cleaned and run a routine protocol to verify if tissue quality is back to normal. The field service engineer confirmed that the pegasus instrument was deep cleaned according to ¿tsb 2024-009 ¿ deep clean procedure and decommission procedure¿.

Event description:
On 12 march 2025 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their histocore pegasus, tissue processor. As a result, eight (8) tissues were undiagnosable.